Event description:
The user facility reported that the device began leaking after 66 minutes of inflation during a procedure. There was no blood loss from the patient and the patient did not require any additional blood. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device began leaking after 66 minutes of inflation during a procedure. There was no blood loss from the patient and the patient did not require any additional blood. There was no delay, no medical intervention, and no adverse consequences.